Event description:
It was reported that the patient had been hospitalised with diabetic ketoacidosis (dka). It was reported that the patient was receiving a communication error message saying that the omnipod was not receiving data from the dexcom g7 continuous glucose monitor (cgm), the patient thought that the pod could only be worn when connected to a cgm, so therefore removed the pod. The patient experienced a severe headache, vomiting and loss of vision, the patient¿ blood glucose levels were measured at the hospital and were 410mg/dl. The patient reported that they were treated in the intensive care unit and left but then immediately attended another hospital, the report does not state whether the patient was discharged from the first hospital or whether they left against medical advice. The patient was initially hospitalised on (B)(6) 2026 and was discharged after 2.5 days. The date of the second hospitalisation is unknown. It was reported that the patient was prescribed an unspecified antibiotic and a steroid. Dexcom were informed of this case on 20 january 2026.

Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone18.1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.